Event description:
The customer reported that the system failed to begin tracking and was unable to complete calibration. No pt injury was reported.

Manufacturer narrative:
The MFR's rep performed an investigation. The svc rep recommended that the system be booted up without the transmitter being plugged in. The transmitter was attached after entering the visualization screen. The system was tested and is operating as intended. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on (B)(4) 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.